Manufacturer narrative:
(B) (4).

Event description:
The implantable neurostimulator was in a power on reset condition. The message occurred after using the antenna locate feature of the recharger. The neurostimulator was unresponsive to telemetry attempts by the physician and pt programmer. The device was charging with full coupling. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.